Event description:
It was reported that a patient underwent a retropubic sling procedure during 2007. The patient experienced pain immediately after the procedure and the surgeon decided to wait to see if the pain went away. The patient had an MRI scan during 2007 and nothing was found. In 2008, the patient went to her local hospital to be seen by a second surgeon. The patient presented to him with pubic pain and bilateral inguinal pain that worsened with walking or running movements. On examination, the pubic bone and pubic symphysis were tender, with no tenderness in the vagina and no voiding difficulty. In the same month, a cystoscopy was performed and all appeared normal. The patient had previously had left hip joint ligament pain and had seen the orthopedic surgeon for this. An MRI was performed the following month, which again showed nothing. Two month later, the surgeon cut the tape under the urethra and injected lidocaine and a steroid under the abdominal tape exit points behind the pubic symphysis which provided no relief. It was then reported that part of the cut tape had eroded into the vagina so the patient was taken to the operating room to have some of the tape resected. During the procedure, the orthopedic surgeon gave steroid injections into the pubic symphysis as it was thought that the patient may have osteitis pubis. The patient was also given other medications as follows: gabapentin four hundred milligrams then six hundred milligrams which the patient continues to take. Also, the patient had a course of augmentin three hundred and twenty-five milligrams in case, there was an unseen infection. At the follow-up appointment two weeks later, the patient still had all of her original symptoms but now also has voiding difficulties from the resected tape having an effect on the urethra. The surgeon now plans to remove the tape in 2008.

Manufacturer narrative:
Date sent to the FDA: 07/11/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.